Event description:
Abbott vascular device -prostar xl- used for endovascular repair of 5.5 cm aaa on (B)(6) 2010. No bleeding noted at right femoral insertion site after use. Patient initially stable but developed massive intra abdominal hemorrhage, requiring emergent return to operating room that revealed one of the sutures had not fully deployed and was in the subcutaneous fat. Massive resuscitation needed and patient gradually stabilized.